Manufacturer narrative:
Evaluation results: (hoop flushing), (sheath/stylette removal technique). (B)(4).

Event description:
Physician was attempting to pre-dilate a severely calcified 70mm lesion in the rca with 99-100% stenosis and little tortuosity. It was confirmed that flushing of the device was carried out prior to removal of device from the hoop. The balloon was inflated to 2 atm, but the distal portion didn't inflate. Then the pressure applied to 8 atm. It didn't inflate smoothly but inflated suddenly. Deflation was attempted subsequently but it didn't deflate. Malfunction of an indeflator was suspected and syringe was used for negative pressure, but it didn't deflate. The hub of the balloon was cut and 5fr guide catheter was inserted and delivered to reach the balloon portion, but delivery was not possible. After several attempts, the balloon could get into the guide catheter and the device was successfully removed. Evaluation summary: the distal shaft was kinked. The previously inflated balloon was now deflated. The balloon bond was necked/stretched. The balloon bond failed to meet specifications. The balloon passed inflation specification by inflating in 6.11 seconds. It was not possible to deflate the balloon after inflation. Image review: the images show a diffusely diseased right coronary artery. The balloon delivery is not shown on the images. Therefore, it cannot be determined if any issues were encountered during balloon delivery. The event description reported "the distal portion didn't inflate." This is confirmed on the images as no contrast is evident in the distal portion of the balloon on initial inflation. The next image confirm full balloon inflation but the sudden inflation was not captured on the images. The balloon was removed from the vessel but the removal attempts were not shown on the images provided. Another balloon was inserted and the length of the rca was pre-dilated prior to the successful deployment of a stent in the distal to mid vessel.